Manufacturer narrative:
(B)(4).

Event description:
New information received notes that far r oversensing was observed on the device in addition to the far p oversensing. P wave oversensing resulted in inappropriate mode switching. Further programming changes were recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing p wave oversensing was observed on the ventricular channel due to myopotentials. Programming changes were made. Device remains implanted.

Event description:
New information received notes that further programming changes have been made to the device. Device remains implanted.